Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, the patient still had glare, and vision was not as crisp. The lens was removed and replaced with a non-company lens in a secondary procedure. The clinical reason for explant was cited as mild residual refractive error. According to the additional information received, in the surgeon's opinion, the product was responsible for the patient's events, the patient experienced ghosting and blurry vision since initial procedure. The patient's symptoms were resolved, and the surgeon reported a good prognosis. There was no further impact to the patient.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The lens was returned inside a plastic specimen jar. Solution was dried on the lens. The optic was cut into two portions with serrated edges. The optic portions were returned. One haptic was broken in the haptic/optic junction. The broken haptic portion was not returned. It is unknown if a qualified cartridge and handpiece were used. The customer indicated it was unknown if a company cartridge or handpiece was used. A non-qualified viscoelastic was used. The product investigation could not determine the root cause for the reported vision complaint. The explanted lens was returned and evaluated. The optic was cut with serrated edges into two portions and broken haptic damage was observed. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company toric (1.50 cyl.) 18.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a non-company monofocal non-toric 17.5 diopter lens. Due to the exchange of a company toric lens model for a non-company monofocal non-toric lens, and a difference of 0.5 less diopters for the replacement lens, this may suggest that a monofocal non-toric lens of a lesser diopter was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).